Manufacturer narrative:
H.6. Investigation: one photo of was returned from lot. No. 7080575, cat. No. 320632. Visual examination of the returned photo was carried out and no issues were observed. As no sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact no physical sample was returned no further investigation can be carried out. The complaint can't be confirmed and the root cause is undetermined.

Event description:
It was reported that 10 pen needles 31x5 china experienced an inability to deliver insulin/medication and were unable or difficult to prime. Product defects were noted prior to use. The following information was provided by the initial reporter: 1. At the beginning of may, the customer bought two boxes needles. Each box had 7 needles. But it was found that the needle could not flow the insulin during the exhausting. 2. This situation had happened in succession since last year. Insulin glargine injection was used, and bd needle was used for many years. At present, there were 10 needles with the same issue, which failed to be solved after communication with the person in charge of the pharmacy.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 pen needles 31x5 china experienced an inability to deliver insulin/medication and were unable or difficult to prime. Product defects were noted prior to use. The following information was provided by the initial reporter: at the beginning of may, the customer bought two boxes needles. Each box had 7 needles. But it was found that the needle could not flow the insulin during the exhausting. This situation had happened in succession since last year. Insulin glargine injection was used, and bd needle was used for many years. At present, there were 10 needles with the same issue, which failed to be solved after communication with the person in charge of the pharmacy.